Event description:
It was reported the pt has not used or charged the sys in over 4 months. The pt is receiving a communication error and is unable to turn the stimulation on. Next course of action is undetermined.

Manufacturer narrative:
A 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.